Event description:
It was reported that during a da vinci si surgical procedure one of the jaws from the maryland bipolar forceps instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip detached from the distal end. The grip had fractured within the yaw pulley, at the cross section of the conductor wire hole. Installation of the broken grip back into the yaw pulley shows a slight offset at the tips and separation between the yaw pulley and pulley cover.